Event description:
A customer reported there was balanced salt solution (bss) leaking below the equipment during a procedure. Following a delay of 15 minutes, the sys was switched out and the procedure was completed. There was no pt impact reported.

Manufacturer narrative:
The company rep examined the sys and preventive maintenance was performed. The sys was then tested and met product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The company rep noted the customer reused cassette. The root cause is unk at this time. (B)(4).